Manufacturer narrative:
The device was unavailable for evaluation. Multiple post-operative x-rays show subsistence post operatively. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a coalition mis cage was showing subsidence four months post-operatively.